Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Primary alarm failed. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 05aug2019. Date of report: 12aug2019. The manufacturer¿s international service technician confirmed the reported alarm failure issue. The manufacturer¿s international service technician replaced the alarm speaker to address the reported problem submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.